Manufacturer narrative:
The (B)(6) was appropriately screened and tested in accordance with mtf's release criteria. The tissue was deemed suitable for processing and distribution for transplantation. A preliminary review of the applicable processing batch records was unremarkable. The tissue was processed according to specifications and met all mtf release criteria. A total of (B)(4) units of dbx putty were produced in the (B)(6) batch; all units were distributed. Tissue trace info currently on file indicates that (B)(4) of the units have been utilized. To date, no other similar events have been reported in any other recipients of the donor tissue.

Event description:
Reason for the delay in reporting: upon initial receipt of this report ((B)(6) 2014), it was determined not to be a reportable event as there was no report of contamination and/or presence of a communicable disease/infection; however, on (B)(4) 2014 after further review, mtf's qa management team determined that this was reportable due to the surgical revision that occurred one year post initial surgery. Event description: the patient underwent an l4-5 posterior lumbar fusion on (B)(6) 2013 and was implanted with hardware along with a t-plif spacer and the unit of dbx putty. It was reported that approximately one year later, the patient seen by the surgeon for back pain. The surgeon assessed that the patient had a non-union at the l4-5 disc space based on a CT scan. On (B)(6) 2014, the patient underwent revision surgery to address the non-union issue. The surgeon cleaned out the disc space, removed the t-plif spacer and replaced it with an mtf fra 13mm spacer. The procedure was completed successfully. There was no report of infection in the patient. The dbx serial/lot number provided by (and listed on the distributor's (B)(4) complaint report) was an invalid mtf number. Several attempts to obtain the correct serial number were made to the (B)(4) rep and complaint personnel; all attempts were unsuccessful. A follow up request for the info was made to the hosp's operating room personnel on 07/22/2014. The operating room nurse replied, via email the same day, that the correct serial number for the dbx unit was (B)(4). This was verified via mtf tissue trace card. All associated (B)(4) paperworks was corrected by (B)(4) personnel to reflect this change.